Event description:
Customer complaint - limited data available "this monitor was way off in measurements. When I got it on it on 08/22/2024 my blood pressure registered 144/81 with a pulse of 77. I figured oh it's a little bit high and proceeded to use it on august 23 and I got a reading of 153/91 and I thought this was not.<br />to make a long story short, the cuff registered reading on the monitor registered my blood pressure one time at 153/91 then I waited till the evening and it registered 160/103 this caused me to call my doctors office and I was advised to go to the hospital. When I got to the hospital that evening they checked my blood pressure and they said it was 140/80 which they said wasn't super high and I showed them the monitor with 160/103 that was about 15 minutes before I got to the hospital . So what end up happening is I took my blood pressure again in front of the hospital nurse after waiting about 20 minutes and got the reading of 160/101. Basically she told me after taking my blood pressure again after a few minutes that she was getting a total different reading and that my monitor evidently was way off in the measurement. I was so upset because I had called my doctor and talked to a nurse and everything about it before they told me to go to the hospital and then to find out this monitor was bad.